Event description:
It was reported from the or that a device had a bad connection. The device did not properly connect to another pump at the bottom of the pump and it fell onto the patient's forehead and caused a small scratch. The patient was checked by a plastic surgeon and treated with first aid and was released. No additional information was provided.

Manufacturer narrative:
The probable root cause of the customer¿s experience with the source device not properly connecting/latching to another pump was attributed to the use of a non bd rear case containing a misaligned male alignment notch. The customer¿s reported complaint of the returned source device not properly connecting/latching to another pump was confirmed and replicated during testing. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for s/n (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
The probable root cause of the customer¿s experience with the source device not properly connecting/latching to another pump was attributed to the use of a non bd rear case containing a misaligned male alignment notch. The customer¿s reported complaint of the returned source device not properly connecting/latching to another pump was confirmed and replicated during testing. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for s/n (B)(4) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported from the or that a device had a bad connection. The device did not properly connect to another pump at the bottom of the pump and it fell onto the patient's forehead and caused a small scratch. The patient was checked by a plastic surgeon and treated with first aid and was released. No additional information was provided.